Event description:
Customer reported going to the hospital several times in the last month. On one occasion, device = 110 mg/dl. Customer went to the hospital. One another occasion, device = 38 & 94 mg/dl. Customer takes 50 units of insulin each night despite the blood glucose result. Customer stated insulin medication was recently changed and has not been to the hospital since. Customer was treated with orange juice, candy, and something to eat. No controls were used. A request was made for return product and replacement product was sent.